Event description:
It was reported that the device would not power on. There was no patient involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and observed the device lock up when powered on and then wouldn't power off until the battery pak was removed. Root cause for the reported incident could not be conclusively determined, but appears to be related to the digital signal processor ic chip, designator u16.